Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that low priority 30166 alarm (max air) occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell four of four while the patient was connected. The renal therapy service agent (rtsa) assisted the patient with powering down the cycler and powering it back on. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm; however, the patient did state they had used a sharp object to open the carton/overpouch. There was no patient injury or medical intervention associated with this event. No additional information is available.